Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s modular portion of the driveline cable was replaced, and the pump failed to restart as expected. At the time of the replacement, a new modular percutaneous lead was connected to the secondary system controller prompting the message ¿connect driveline¿. The modular connection of the existing percutaneous lead was then unlocked and rapidly disconnected and then reconnected to the new modular percutaneous lead, which was connected to the secondary system controller, however, the device did not restart as expected. The ¿start pump¿ soft key appeared in the lower left corner of the system monitor and the device was then restarted manually following the associated prompts on the system monitor. The patient was without support for approximately 30 seconds but did not lose consciousness and suffered no untoward events to date. The patient was anticoagulated with unfractionated heparin for the procedure. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10dec2018. Heartmate 3 lvas IFU and heartmate 3 lvas patient handbook are currently available. The heartmate 3 lvas IFU and patient handbook provide information on assessing the patient and pump function. The heartmate 3 lvas IFU and patient handbook cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.